Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device provides intermittent readings with no alarm or error messages displayed on the host monitor. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned module was evaluated. During evaluation the module passed all visual and functional testing. The device was able to get measurements without interruption during testing. The module was found to visually and audibly alarm during alarm conditions. The module was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device provides intermittent readings with no alarm or error messages displayed on the host monitor. There was no patient impact or consequence reported.